Manufacturer narrative:
(B)(4).

Event description:
2015-10-13 additional information was received from a healthcare provider (hcp). The start date of the gablofen was (B)(6) 2015 and end date/ongoing was (B)(6) 2015. Per clinic note (B)(6) 2015 the patient experienced confusion, back pain and altered mental status. The patient started complaining of back neck pain (B)(6) 2015 and developed tremors and fever. The patient presented to the emergency department (ed) for evaluation of confusion. The patient had exhibited neck discomfort, fever and tremors for the past three hours. The symptoms seemed to come on suddenly and the patient appeared to have increased confusion from her baseline. The patient had similar symptoms previously with urinary tract infection (uti) and pneumonia. The patient experienced nausea prior to the arrival at the ed. The patient had some bilateral shoulder itching and minor bilateral pressure sores on her feet. The patient denied abdominal pain, dysphagia, and current nausea and vomiting. The patient became more agitated in the emergency room and vomited and their oxygen saturation dropped. The patient was intubated and unable to answer questions. There were no recent issues with the baclofen pump. The patient was able move their arms a little bit otherwise no movement from their neck down. Muscle atrophy was noted. The patient was admitted to the intensive care unit. The assessment noted hypotension, urinary tract infection, severe sepsis without septic shock, and found to have septic shock suspected secondary to urinary tract infection (uti). The plan was cefepime and vancomycin, urine culture and blood culture, intravenous (IV) fluids, levophed as needed and a ventilator per intensivists. The plan was to start xarelto as soon as able to give oral (po) meds. The altered mental state was suspected to be secondary to sepsis. Aspiration pneumonia was questioned as the patient did vomit once. The patient had anemia of chronic disease; the hemoglobin of 15.9 was elevated and was suspected it was secondary to dehydration. The cause of the motor stall was not determined. The motor stall and symptoms have been resolved. Patient medical history includes c5-c7 quadriplegia secondary to an accident in 2010, pulmonary embolism (had inferior vena cava filter in and on xarelto) small bowel obstruction in past and was admitted with the complaints; (B)(6)), recurrent urinary tract infection (uti). The patient was admitted (B)(6) 2014 after presenting to the ed with hypoxia and multiple episodes of vomiting. The patient was diagnosed with aspiration pneumonia and started on vancomycin and piperacillin-tazobactam and transitioning to cipro. The patient was discharged to an acute care facility; acute and chronic respiratory failure (B)(6) 2015: atelectasis (B)(6) 2015: carrier of resistant pseudomonas aeruginosa (B)(6) 2015: uti urinary tract infection (B)(6) 2015: depression (B)(6) 2015: pain medication agreement (B)(6) 2014: mucoid impaction of bronchi (B)(6) 2014: hypoxia (B)(6) 2014: tobacco abuse (B)(6) 2014: small bowel obstruction (sbo) (B)(6) 2014: hypomagnesemia (B)(6) 2014: severe malnutrition (B)(6) 2014: pseudomonas urinary tract infection (B)(6) 2014: pseudomonas pneumonia (B)(6) 2014: aspiration pneumonia (B)(6) 2014: dysphagia (B)(6) 2014: anemia of chronic disease (B)(6) 2014: hypotension (B)(6) 2014: candida urinary tract infection (B)(6) 2014: anemia due to acute blood loss (B)(6) 2014: hypoxia (B)(6) 2014: pneumonia (B)(6) 2014: gastrointestinal (gi) bleed (B)(6) 2013: altered mental status (B)(6) 2013: hypotension (B)(6) 2013: sbo small bowel obstruction (B)(6) 2013: osteomyelitis of sacroiliac region (B)(6) 2013: advance care planning (acp) (B)(6) 2013: alcohol dependence continuous (B)(6) 2013: smoking (B)(6) 2013: (B)(6) nasal colonization (B)(6) 2013: pneumonia organism unspecified (B)(6) 2013: chronic obstructive pulmonary disease (copd) with exacerbation (B)(6) 2013: respiratory failure acute on chronic (B)(6) 2013: tobacco abuse disorder (B)(6) 2013: quadriplegia c5-c7 incomplete (B)(6) 2013: atrophic rhinitis (B)(6) 2010: nasal septal perforation (B)(6) 2010: pulmonary embolism ivc in place and on xaralto (B)(6) 2010: neurogenic bladder: tbi traumatic brain injury: femoral artery thrombosis on xarelto chronically (B)(6) 2009: past surgical history fusion c5-t11 (B)(6) 2009: motor vehicle accident (mva) numerous surgeries open reduction and internal fixation (orif) pelvis orif, ankle left ,multiple face fracture (fx) (B)(6) 2009: total abdominal hysterectomy and bilateral salpingo-oophorectomy (tah and bso) suprapubic catheter: exploratory laparoscopy and possible laparoscopic lysis of adhesions (B)(6) 2013: sacaral flap: insert peripherally inserted central catheter (PICC line) (B)(6) 2014: exploratory laparotomy (B)(6) 2014: current medications administered include ampicillin sulbactam 3 gram intravenous one time, morphine 4 mg injection intravenous every 15 minutes as needed (prn) na cl 0.9 percent 150 ml/hour intravenous continuous ((B)(6) 2015) , norepinephrine 4000 mcg in d5w 250 ml (levophed) 0.5-15 mcg/min intravenous continuous as needed (prn) 5 mcg/min ((B)(6) 2015), sodium chloride 0.9 percent 10 ml intravenous each time prn, sodium chloride 0.9 percent 5 ml intravenous each time prn, succinylcholine 150 mg injection intravenous one time, vancomycin 750 mg in d5w 250ml intravenous every 12 hour. Outpatient prescriptions include albuterol ipratropium (duoneb) 2.5 -0.5 mg) in 3ml nebulization solution inhale one neb via nebulizer every four hours as needed for wheezing, allevyn dressing, ascorbic acid 250 mg one tablet by mouth once daily, atorvastatin 40 mg tablet one tablet by mouth once daily, bupropion 100 mg tablet one tablet by mouth two times daily, baclofen (lioresal) 10 mg tablet one tablet every six hours for signs/symptoms of baclofen pump withdrawal, calcium citrate 250 mg tablet take one tablet by mouth once daily, guaifenesin 600 mg extended release tablet two tablets by mouth two times daily, honey 100 percent paste, klor con 10 meq two tablets by mouth once daily, multi vitamin &#61839;lic acid 0.4 mg tablet one tablet by mouth once daily, oxycodone 10 mg tablet one tablet by mouth three times daily as needed for pain, potassium chloride 10 meq tablet take 10 meq by mouth two times daily, quetiapine 25 mg tablet one tablet by mouth two times daily, rivaroxaban 20 mg tablet one tablet by mouth once daily, tizanidine 4 mg tablet one tablet by mouth two times day, venlafaxine 37.5 mg tablet one tablet by mouth every morning, venlafaxine 75 mg tablet one tablet by mouth two times daily, zinc sulfate 110 mg (25 mg zinc) tab take 220 mg by mouth once daily, zolpidem 10 mg tablet one tablet by mouth at bedtime. Allergies to aspirin, sulfa, valium. Diagnostics performed include blood cultures; results negative, urine culture; urine specimen collected (B)(6) 2015 at 0230. Results were >100,000 cfu/ml gram negative bacilli, 100,000 cfu/ml gram negative bacilli >100,000 cfu/ml gram positive cocci 10,000-50,000 cfu/ml gram negative bacilli. Sputum culture; usual expected flora-yes- urosepsis versus aspiration. Interventions include zosyn intravenous (IV) for eight days, nebulization treatments, augmentin oral (po) for three days at discharge. Labs wbc 23.9 hgb 15.9 mcv. (B)(6) 2015 x ray chest indication was shortness of breath. The results were chest radiograph endotracheal tube tip at the inferior margin of the clavicles, the right ij catheter tip was in the mid svc. There was no pneumothorax and old healed right sided rib fractures. The results were subsegmental atelectasis in the left lung base.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump identified the motor had a gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml; 1561 mcg/day (flex) via an implanted pump. The lot number was 2163-111: expiration date 9/17 (from last refill). The pump's indication for use (IFU) was listed as intractable spasticity and post spinal cord injury. Medical history was frequent urinary tract infections (uti). The event date was 9/6/15. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). Upon reading the logs, multiple pump stoppages were discovered. A motor stall occurred (B)(6) 2015 at 20:35 with motor stall recovery (B)(6) 2015 at 12:18, motor stall occurred (B)(6) 2015 at 16:19 with recovery 9/10/2015 at 04:26, motor stall (B)(6) 2015 at 05:52 with recovery (B)(6) 2015 at 08:09, motor stall 9/12/2015 at 00:15 with recovery(B)(6) 2015 at 08:20. The patient experienced a sudden change in therapy noted as being "pretty miserable" for the last 4-5 days and had an elevated white count. The hcp thought the patient had a urinary tract infection (uti) and urosepsis was suspected; however now that the hcp knows the pump was stopped a few times in the last few days she believed the patient's symptoms may be due to a number of factors. The patient was admitted to the hospital for an unknown reason. The pump was replaced (B)(6) 2015. The issue was resolved. Patient status was alive; no injury. The cause of the event, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the onset of the event (patient miserable for 4-5 days) was (B)(6) 2015. The patient experienced symptoms of confusion, pain, and spasms. Symptoms of altered mental status, respiratory distress, and sepsis led to hospital admission. The clinical course, exact admission and discharge dates were reported as (B)(6) 2015 to (B)(6) 2015. When hospitalized, the pump was found to have been stalling. The hcp concluded that the pump failure lead to withdrawal; this lead to aspiration pneumonia. It was noted that utis are frequent in quadriplegics with neurogenic bladder. The event was resolved on (B)(6) 2015, and the patient was doing well. If additional information becomes available, the event will be updated.